Manufacturer narrative:
Continuation of concomitant products: 506852 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. The patient was scheduled for an atrial lead revision but prior to the procedure, testing was done, and could not reproduce wither oversensing or undersensing so the revision was cancelled. No intervention was taken, and the lead remains in use. No patient complications have been reported as a result of this event.